Event description:
It was reported that during a procedure in a lima graft to the lad, a guiding catheter separated approximately sixteen inches from the hub while being torqued for removal. The proximal end of the guiding catheter was removed from the anatomy. Hemostats were used to clamp deep at the femoral site, onto the sheath, and the sheath and the guiding catheter were removed together. No pt injury was reported.